Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was pushed forward but severe resistance was encountered. When the device was removed, it was noted that the mid part of the stent was lifted. The procedure was completed with a different size synergy¿ drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's status was good.